Event description:
Caller reported a malfunction on the pump, specifically malfunction code 4, which was not resettable. There was no reported impact to the customer¿s blood glucose level, although the caller did not believe the issue caused it to exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.